Event description:
Date of event: is 2009. According to the information received, an end user reported a catheter with the tip missing/cut off. The patient bled when catheter was removed and has received medical attention.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer